Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there was no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the device stopped working during the procedure. An angiojet® solent¿ omni was being used in a thrombectomy procedure when the device stopped working. The procedure was completed with another of the same device. No patient complication were reported and the patient status was fine.